Manufacturer narrative:
Additional information and corrected data: additional information was received which provided the initial reporter¿s correct email address. Upon further review, it was noticed that the initial MDR reported that the pre and post operative best corrected distance visual acuity bcdva was 30 and 20 for the left eye but should have stated 20/30 and 20/20. It was also noted that the report source of ¿study¿ was not selected for section g2 on the initial MDR. Therefore, this supplemental MDR is capturing this information. The following fields have been updated accordingly: section e1: email address: (B)(6).section g2: report source (check all that apply): study.all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 - yag (yttrium aluminum garnet). An attempt was made to obtain the missing information; however, no additional information was available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the preloaded monofocal intraocular lenses (iols) were implanted in the right (od) and left eye (os), the patient developed posterior capsule opacification (pco) in both eyes. The issue for both eyes was first noted during a subject visit. The pco was resolved with a yttrium aluminum garnet (yag) capsulotomy procedure on (B)(6) 2025 os, and on (B)(6) 2025 od. There were no additional medical or surgical intervention reported. The patient's pre-operative best spectacle corrected visual acuity (bscva) was recorded as 30 os and 20 od, and post-operative bscva improved to 20 for both eyes. No limitations in activities of daily living were reported by the patient. Directions for use were followed. The patient has fully recovered in both eyes. No further information was provided. This report is to capture the event for the os. A separate report will be submitted to capture the event for the od.